Manufacturer narrative:
H6: results - 100 (other): visual inspection of the returned product found both haptics torn off and missing. There was evidence of surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon attempted to implant an aa4203tl silicone toric plate lens, but it tore while being inserted. There was no pt contact or injury. The contact stated it was unknown as to why the lens tore.